Event description:
During the procedure, it was reported that the guidewire ptfe (polytetrafluoroethylene) coating was peeled off. Hence the guidewire was changed, and the procedure was completed successfully after. No clinical consequences reported to patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire ptfe (polytetrafluoroethylene) coating was peeling. There was no collet returned with the device. Information provided by the customer indicated that no resistance was felt when advancing the guidewire through the microcatheter, and a torque device was not used prior to noticing the issue. Based on the information currently available the exact cause for reported and analyzed ptfe coating peeling cannot be determined.

Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the guidewire ptfe (polytetrafluoroethylene) coating was peeled off. Hence the guidewire was changed, and the procedure was completed successfully after. No clinical consequences reported to patient.